Event description:
It was reported to boston scientific corporation on (B)(6), 2011, that a cre balloon dilatation catheter was used to aid in calculi removal during an endoscopic retrograde cholangiopancreatography (ercp) in the common bile duct (cbd) performed on (B)(6), 2011. According to the complaint, the balloon was inflated to 15mm then subsequently to 18mm. Post dilatation, the physician discovered an "an aerial and tubular image which did not correspond to the biliary duct". The physician reported "haematosis troubles appeared without bleeding" and "there was no bleeding complication". Post procedure the physician confirmed air embolism was present in the duct, indicating a perforation had occurred. It was noted there were no defects or malfunctions of the cre balloon. The dilatation was completed with this cre balloon. It was reported the patient required medical intervention therefore was transferred to the intensive care unit (ICU) and treated in a hyperbaric chamber. Additional information received stated the patient was still in the hospital as of (B)(6), 2011 but is no longer in the ICU. The patient's condition was reported to be satisfactory at this time. Attempts to obtain addition clarification of the event were unsuccessful. Should any further information become available, a supplemental MDR will be filed.

Manufacturer narrative:
Patient weight is unknown. The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant reported that the device was not expired. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.